Event description:
It was reported that an ilet pump displayed an unresponsive touchscreen while the device vibrated and would not unlock; the trainer cleaned the screen, confirmed no screen protector, attempted a stylus, performed a prolonged wake-button hold resulting in a power cycle on the charging pad, attempted unlock while charging, and then completed a restart via the ilet mobile app after which the screen became responsive. Symptoms included a temporary inability to operate the device due to an unresponsive user interface. Outcomes included no alerts or alarms, no injury, and no need for medical intervention. Investigation included remote troubleshooting, user interface cleaning, functional checks during charging, and a guided restart through the mobile application. Investigation of this case revealed a transient touchscreen responsiveness issue that resolved after software restart, consistent with a temporary user interface malfunction without evidence of hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was a transient software or interface anomaly that resolved with reboot.